Manufacturer narrative:
The device has been discarded. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a 5" (13 cm) appx 0.43 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, rotating luer that leaked chemotherapy resulting in a chemo exposure to the nurse on the 5 south unit of the hospital. It was reported that the tubing had twisted and broken off when the young patient moved around trying to dislodge the IV.

Manufacturer narrative:
The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint.